Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint regarding 388 alarm. The suspect device was returned for investigation. Vyaire received inspiration block assembly bellavista 1000 p/n 030.200.050 s/n (B)(6) with onboard pcba p/n 301.214.000 rev07 s/n (B)(6) under rga 00090596. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top-level system running software version 6.1.0.2, and upon startup the display showed the standard startup sequence as expected performing the self-test as usual and there were no alarms or warning messages. After a 30-minute warmup, the external o2 gas supply hose was connected to the bellavista unit and the power/battery/o2 dropdown banner displayed successful o2 connection. Circuit ¿e¿ test, test base unit, two point o2 calibration, o2 valve offset calibration, o2 valve test, and self-test were performed and passed without issue. The bellavista unit was set to ventilate on a test lung and monitored on a pfc-3000 flow analyzer with ventilation test pressure control settings and then with ventilation test volume control settings. When fio2 was set to 100%, tf 271 and tf 388 triggered. Service menu #16: function blocks was accessed and the o2 gas path test was performed and found ¿press o2 regulated¿ to read 3.98 bar failing to regulate the input o2 pressure of 4.03 bar to the specification of 2.7 bar. The reported complaint was duplicated. Internal failure of the o2 regulator was found to be the cause of the failure.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us giving technical failure 388 (no o2 dosing possible) during patient use. Furthermore, there was no patient harm reported associated with this event. The rt (respiratory therapist) stated that the patient was on bipap (bilevel positive airway pressure) so they were able to continue treatment before switching the unit.

Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, it has been confirmed with the logs a persistent technical failure 271 (o2 supply fail - no o2 dosing possible) and technical failure 388 (no o2 dosing possible). Vyaire medical recommended inspiration block replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.